Event description:
This procedure was performed in the left common iliac. Bypass graft left common iliac downward, the stent extended from native left common iliac into vein graft across the anastomosis into the graft. Guidewire advanced into aorta, 9x37 primus advanced into left iliac, inflated to 10 atmospheres for 35 sec, primus balloon catheter removed. Ten by twenty a dilatation catheter advanced to inside stent 4 inflations performed: 10 atms 30 sec, 11 atms 15 sec, 12 atms 35 sec, 12 atms 25 sec. Stent placed in native extended anastomosis elongated or fractured after inflation, dilatation catheter removed. The 14x30 protege deployed over primus post dilation of stent with 10x80 dilatation catheter 3x inflated to 12 atms for 12 sec, 30 sec & 20 sec. Stent (9x37 primus) was placed over anastomosis between left common iliac and fem-pop, graft sutured in at iliac site.

Manufacturer narrative:
Method: device will not return for analysis.